Event description:
New information received notes that the patient was asymptomatic. Patient was not aware of shock during the surgery. Patient's condition was normal post-surgery.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up after an unrelated surgery, several inappropriate shocks during surgery for cautery use were observed. A regular follow-up was performed and no programming changes were made.